Event description:
Patient presented in the operating room for change out due to normal eri. Externalized conductors were noted via fluoroscopy. The electrical function of the lead showed no anomalies. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.